Manufacturer narrative:
A full analysis of the data logs has been performed, this analysis concluded that the device shutdown occurred when iq-view was started to load exam from pacs due to a crash of rosanna_brain application. It is a known anomaly. Corrected data: b4 date of this report; g4 date received by manufacturer; h2 if follow-up, what type; h3 device evaluated by manufacturer; h6 event problem and evaluation codes; h10 additional narratives/data.

Event description:
It was reported that the pre-op CT images was taken with the o-arm. The rosa robot is setup to be able to receive images from the o-arm. As the field service engineer got ready to transfer those images onto rosa, he attempts to open iq-view. An error screen popped up and the iq-view software was not responding. The rosa robot proceeded to shut down and the reboot of rosa robot delayed the surgery for 5 minutes.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. (B)(4).

Event description:
It was reported that the pre-op CT images was taken with the o-arm. The rosa robot is setup to be able to receive images from the o-arm. As the field service engineer got ready to transfer those images onto rosa, he attempts to open iq-view. An error screen popped up and the iq-view software was not responding. The rosa robot proceeded to shut down and the reboot of rosa robot delayed the surgery for 5 minutes.